Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11628, 2017865-2020-11629. It was reported that the patient presented at a follow-up in clinic with syncope. Upon review, the right ventricular lead exhibited increased capture thresholds. The physician alleged the cause of syncope on the entire dual chamber pacing system. The physician explanted and replaced the pacemaker and capped and replaced the right atrial and right ventricular leads on (B)(6) 2020 on the opposite side of the chest. The patient was in stable condition.